Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2015-01348, regarding this insulin pump.

Manufacturer narrative:
No failed battery alarm noted. All operating currents are within specification. Insulin pump passed self-test. Insulin pump was received with loose and protruded drive support disk. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was also reported that the drive support cap was found to be sticking out on the customer's insulin pump. At the time of this report, the customer received recurrent failed battery tests on the insulin pump. Customer's blood glucose was 206 mg/dl. No relevant damage or corrosion was found. Following advice to clean battery cap contacts and insert a new battery, customer received another failed battery test. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.